Manufacturer narrative:
Unit passed displacement test. Pump received with broken battery tube threads, broken reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label and broken belt clip slot. The p-cap does not lock into the reservoir compartment properly, due to broken reservoir tube lip. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the piece missing at the battery compartment. The customer stated that it was hard to remove battery from insulin pump. They noticed there was crack at top of the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.